Event description:
The customer reported that retrospective data was represented in event review with the wrong time though the system time was correct.

Manufacturer narrative:
(B)(4). This issue would not be likely to cause or contribute to harm as it would not impact real-time monitoring or alarming. Given that a death has been reported, we will consider this a reportable incident in an abundance of caution. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.